Event description:
Pt was a newborn in distress due to severe meconium aspiration. The guide wire could not be placed into the ivc under echo. In order to direct the wire into the ivc, the catheter and preloaded introducer were inserted over the wire and attempts were made to gently advance the catheter into the ivc. During attempt to access the ivc, a small pericardial effusion was detected on echo. Upon removal of the guide wire, a band was found in the wire. It is believed that the effusion was caused by the combination of the wire not going into the ivc and the catheter introducer tip getting stuck at the bend of the wire. Pt's bp and heart rate fell and CPR was performed. Pt was stabilized and ECMO was attempted. The pericardial effusion reaccumulated and pt was again resuscitated. Blood was removed and ECMO initiated. Pt bleeding worsened (likely due to heparin). Blood was removed and cardiac surgeon repaired hole (a couple of millimeters) with a single stitch. Hole resembled that of the introducer tip.

Manufacturer narrative:
Guidewire and introducer were not kept for return eval. The catheter was placed and functioned as intended during the subsequent days of treatment. Pt improved and is now off ECMO and recovering. Catheter was not returned because it functioned properly. Difficulty was in the placement of the catheter only.